Event description:
A customer contacted beckman coulter inc., (bec) and reported fluid leaking inside the right compartment and below the needle/bellows assembly of the coulter lh 500 hematology analyzer. Less than 10ml of puddled and crystallized fluid was observed beneath the instrument. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. There was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. While running start-up, the fse observed diluent leaking from cut tubing at pinch valves (pv43) (pv66), and feed-through fitting (ff171). The fse replaced the tubing; however, the diluent had leaked onto the solenoids and shorted them out. This caused one of the chips on the diluter interface card to fail. The fse returned and installed the parts the following day. The instrument is performing within specifications after the service. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to cut tubing at pv43, pv66, and ff171. (B)(4).